Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that less than twenty-four hours after placement, during gauze exchange, the hub was found to be separated from the catheter. The patient required a device exchange, but there were no further injuries aside from the replacement procedure.